Event description:
Ams8464cp-6, is a dressing change kit that contains an extension set that is exactly the same as cms-814-1. A pt noticed that the male luer lock of the extension set became detached from the set tubing. The pt called the company and a nurse went out to the pt's home to assess the situation. The affected extension set was removed from the pt's catheter and replaced with a new extension set. This type of occurrence took place on other time.

Manufacturer narrative:
There was on additional occurrence of this product malfunction. Please ref the following for the additional occurrence: MDR 2245270-2013-00039. Although the malfunctioning device was not returned to vygon, complete investigation and lot history has begun. The results of the investigation are still pending. Results will be forwarded to FDA via a follow-up investigation completion. A recall has been initiated; customer and FDA were notified (B)(4) 2013.